Manufacturer narrative:
Optical test in the first step of our investigations we have a visual inspection performed on the progav valve. The investigation could not apparent deformations or similar show damage. Penetration test to check if the valve is clogged, we have one permeability test made. This test is at a hydrostatic pressure difference of approx. 20 - 30 cmh2o in flow direction carried out. The test has shown that the valve is permeable. Verstelltest we tried all the pressure steps in steps of 5 at the valve up and down to adjust. The investigation has revealed that the valve can not be adjusted in any of the pressure step ranges. Brake force and brake function test to measure the brake release force, we have the valve with a brake force meter checked. Here's how much power is measured housing must be exercised to release the rotor to the valve, by the integrated magnet in the device, to adjust. The brake function could be proven correctly. The measurement the braking force, however, could not be investigated, as it was for this purpose it is necessary to adjust the valve with the help of the brake force meter. As already under point "3.6. It was not described possible to adjust the valve. Test at the computer test bench the valve is tested on the miethke test bench. It goes through the standard test for the horizontal position. Here, the liqourflow of 60 ml / h gradually reduced to 5 ml / h and increased again to 60 ml / h (in based on iso 7197). The resulting pressure is measured. Result: in the first step of our investigations we have a visual inspection performed on the progav valve. The optical test failed notice obvious abnormalities. Subsequently, the valve was tested positive for permeability. In the due to the adjustment test, it was not possible to adjust the valve. With the help of the brake force meter, the function of the brake could be proven properly. The braking force was not measurable, since an adjustability of the valve was not given. To gain further knowledge of the suspected underdrainage we have a test bench measurement on the progav valve carried out. The valve has the standard test in the horizontal go through body position. At a set opening pressure of 6 cmh2o is a resulting pressure in lying body position of 6 cmh2o ± 2 cmh2o had been expected. The first measurement showed that the valve in the reference flow range of 5 ml / h in the horizontal body position with a value of 10.71 cmh2o outside of the permissible tolerance (permissible tolerance 6 cmh2o ± 2 cmh2o) works. On based on our measurement results we can do an underdrainage to confirm. We did a second measurement. The measured values [?][?]of second testing showed no improvement. The value measured here was now at 10.98 cmh2o. One of the known risks of hydrocephalus therapy is the functional hazard due to natural substances in the csf like protein, blood or tissue particles1. To verify if this is here have been influenced by these risks, we have that finally, progav is open. Deposits are detected, which lead to a functional impairment of the valve could have led. A defect of the valve at the time of delivery we can exclude. The valves have the christoph miethke (B)(4) in leave a perfect condition. Need for action in our view, there is no need for further action. The occurred problem is one of the known, unchanging risks of hc therapy through shunt implants.

Event description:
Country of complaint: germany. 2 year 4 month post operative underdrainage of the shunt. The shunt was explanted.

Manufacturer narrative:
Clarification of manufacturers investigation results: the returned valve was found to be set at a pressure level of 6 cmh2o. Visual investigation of the received device indicated no deformations present. Permeability testing was conducted at hydrostatic pressure difference of approximately 20-30 cmh20 in the flow direction. The valve was found to be permeable, with difficulty. Adjustment testing was attempted to be conducted at intervals of 5 cmh20 in both directions (increasing and decreasing). The results show the valve is not adjustable at any of the pressure ranges. Brake force and brake function was tested using a brake dynamometer, to measure the release force of the valve. This measures the force that must be exerted on the housing in order to release the rotor so the valve can adjust by means of the solenoid. The braking function was positively proven however, the measurement of the braking force cold not be investigated, since it is necessary to adjust the valve with the help of the brake force meter, and the valve was not adjustable (as described above). The valve was tested on a test bench, to check the liquid flow in the horizontal position. The liquid flow of 60 ml/h is gradually reduced to 5 ml/h and increased again to 60 ml/h (per iso 7197). The resulting pressure is measured. The measurements were found to be outside the allowable tolerance, confirming underdrainage. The valve was opened to investigate the possibility of the presence of natural cerebrospinal substances (protein, blood or tissue particles). Deposits were present. The investigation of the returned device did confirm the reported underdrainage, however, due to the presence of biological deposits on the interior of the valve it is possible that there was an influence of these deposits that resulted in the reported issue. No action is required, the reported issue is a known and unchanging risk of hydrocephalus therapy with shunt implants.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. Entered with limited inormation. Will follow up when information is provided. H3 other text : do not have eval or device.

Event description:
Country of complaint: entered with limited information. Will follow up when information is provided.